Manufacturer narrative:
Citation: santarpino et al. Sutureless versus transcatheter aortic valve replacement: a multicenter analysis of ¿real-world¿ data. J cardiol. 2022 jan;79(1):121-126. Doi: 10.1016/j.jjcc.2021.08.022. Epub 2021 sep 10. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. MDR# 2025587-2022-00322 was submitted in error, with the narrative and coding based on santarpino et al but with incorrect initial reporter and date MFR received information. The narrative and coding in this report is the same as MDR# 2025587-2022-00322, but with the corrected reference information. A supplemental report will be submitted on MDR# 2025587-2022-00322 to align the content based on a different literature article by bellini et al. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the perceval sutureless valve versus transcatheter aortic valve replacement (tavr). All data were collected from nine centers between 2010 and 2018. The overall study population included 1,445 patients. The tavr group, which the authors indicated was implanted with medtronic corevalve, included 1,002 patients who were predominantly female with a mean age 81.3 years. No unique device identifier numbers were provided. Among corevalve patients, there were 29 in-hospital deaths. No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among corevalve patients, adverse events included: new onset atrial fibrillation (afib), arrhythmia requiring permanent pacemaker implant, bleeding event which required a blood transfusion, and respiratory failure which required prolonged intubation. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.